Manufacturer narrative:
The device was investigated by the manufacturer. The observed behaviour could not be reproduced. The front plate of the device was bent as result of a massive external force. It cannot be excluded that this results in failures, e. G. Hair cracks in the electrical connections at the rear side of the plate. If the ventilation function fails, the device will alarm visually and acoustically (e. G. "Paw low" or "apnea"). In this case the instruction for use requires, that an alternative ventilation option should always be available. The visual and acoustical alarm functions have been tested and worked without problems. As a bent front plate has no influence on the acoustical alarm generation, it can be assumed that also during the reported case an alarm was issued the customer has received an offer for a repair.

Event description:
It was reported that ventilation failed sporadically. According to the user the device simply stopped during ventilation without visual or acoustical alarm. No patient injury was reported.